Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, tidal total ultrafiltration removal was set too low. A review of the labeling of the homechoice and homechoice pro apd systems patient at-home guide states that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an increased intraperitoneal volume (iipv) situation." The at-home guide also states that "seventy percent (70%) of your normal night uf is a good starting point for determining your optimum total uf." If any additional relevant information is received, a follow-up will be sent.

Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2009, at 16:03:13. During night drain cycle eight, the patient's ultrafiltration reading was 144ml, indicating the home patient (hp) drained 126ml more than their maximum programmed fill volume of 180ml. This information meets iipv criteria. No additional information is available.